Manufacturer narrative:
The ge service rep performed an on-site investigation. The main hard drive was replaced and the software and calibration files were reloaded. The images were saved and sent to the pacs system. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system displayed a high capacity disc failure error message. No pt injury was reported.